Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed during the repair was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Review of the pump log file confirmed ten events where the pump speed dropped below the auto low speed limit. These occurred while connected to the power module with the pt cable and some occurrences had a rapid increase in power with a drop in flow, indicating a possible problem with the pt's driveline. A continuity test of the pt's driveline revealed a broken wire with a spot at the end of the distal end bend relief that felt damaged. X-rays taken showed that the shield was compromised at the same spot. A percutaneous lead replacement was completed by the manufacturer.